Event description:
A medtronic representative reported that synergy cranial software unexpectedly exited after an exam was imported via network transfer. They had just imported exam at the 'select patient' task when the application exited. There was no patient present when this issue occurred.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative tested the system and was unable to replicate the event.